Event description:
It was reported that the patient was unable to communicate with the ipg and imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were pulled down to original placement and the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.